Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1 of 4. The fill volume was equal to 0 ml. The technical service representative (tsr) had the home patient (hp) check for kinks, closed clamps, collapsed ports, and fibrin. The tsr had the hp flip the bags over and pull up and down on the lines, check the drain line, bag, and clamp, and then press "go". The hp stated that there were brown specks floating in the heater bag and the heater line. The tsr instructed the hp to end therapy and start over with new supplies. The tsr asked the hp to hold the cassette and bags so that baxter could retrieve them for inspection. The tsr offered to assist the hp to end therapy. The hp said they were just going to turn the hc off and worry about it the following day not complete therapy that night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. He stated that he did not know what the brown matter was, but that it looked like little brown crystals. It was only on the inside of the set and bags. Otherwise, he did not notice anything unusual about the supplies that would have caused the alarm. The hp had the cassette and it was requested for evaluation. He did not know the lot number for the cassette. Therapy has been going well since, and there were no adverse effects available regarding this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The sample evaluation was completed, but the investigation is still not completed. Set was visually inspected with solution noted throughout set. During visual inspection, what appeared to fibrin was floating in the patient line. No other particulates were noted. The complaint was confirmed in the lab for particulate matter.

Manufacturer narrative:
(B)(4). The root cause was not determined.